Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no patient involvement, as the pump was being used with saline as a demonstration pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.